Event description:
A small piece of debris was found by a technologist in a custom sterile retrograde pack. The debris was described as being approximately 1/4-inch long and it appears to be a sliver of wood as thin as a piece of hair. This debris could easily have been drawn up in a syringe and injected into the patient. Fortunately, because of numerous prior occurrences of finding debris in these trays, the interventional radiology staff is very diligent about checking the contents of the trays very closely. The tray and contents were removed from the field and isolated. This was a good catch--there was no impact to the patient.